Manufacturer narrative:
(B)(4).

Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically. During the explant procedure, intermittent output was observed due to cautery. The patient had dizziness when cautery was being used. The device was replaced. The patient was fine through the rest of the procedure and in stable condition post procedure.

Manufacturer narrative:
The reported field event of intermittent output was not confirmed in the laboratory. The device was interrogated with a programmer and had not reached eri. No anomalies were found.